Manufacturer narrative:
Full UDI is not available due to missing serial number.

Event description:
It was reported that the patient has a defibrillator and was shocked twice by the rfa procedure being done in the cervical spine. The procedure was completed successfully without a clinically significant delay and no medical intervention.